Event description:
It was reported that the pump had (B)(4) motor stalls and recoveries while in shelf state. One of the stalls lasted for longer than 48 hours. All of the stalls occurred prior pump implant on (B)(6) 2009. It was later reported that the pump had been implanted before the alarm. It was later reported that the pump was in for four days and the pump "just quit." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).